Manufacturer narrative:
Updated to indicate that the device will not be returned. The device will not be returned; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. Multiple requests for product return were made; however, the device was not returned by the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported during an autopsy at the user facility the autopsy saw 115v was leaking. The procedure was completed successfully with no delay and no adverse consequences.

Event description:
It was reported during an autopsy at the user facility the autopsy saw 115v was leaking. The procedure was completed successfully with no delay and no adverse consequences.